Manufacturer narrative:
External insulation abrasions were found at 41.6 cm to 42.1 cm, 42.3 cm to 43.0 cm, and 48.9 cm to 49.5 cm from distal tip. Internal insulation abrasion was found at 11.8 cm to 12.4 cm from distal tip. The coating on all conductors was intact at these locations.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
The patient initially presented in-clinic complaining of hv therapy. Device interrogation revealed inappropriate therapy due to noise. When the patient presented for the procedure, interrogation of the ICD showed episodes of noise and aborted therapies. Fluoroscopy revealed normal lead characteristics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.